Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Through the button test, it was observed that the charge button was stuck, which was causing the inoperability of the energy select and shock buttons.

Event description:
The customer reported that their device would no longer deliver defibrillation energy or have the ability to adjust the defibrillation joule levels. This was discovered during testing and there was no patient use associated.